Manufacturer narrative:
A return request was made for the explanted device. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that while explanting this implantable cardioverter defibrillator (ICD) for normal battery depletion the physician had apparently not loosened both setscrews. The physician had tugged this defibrillation lead too hard and lead came apart. The other setscrew was loosened and the lead came out but it was too damaged to use and was surgically abandoned. During this procedure a temporary pacer had been implanted as this patient was device dependant. A non-boston scientific defibrillation lead was implanted and connected to the new cardiac resynchronization therapy defibrillator (crt-d). Noise and pacing inhibition was noted while inserting the device into pocket. No loss of pacing due to the temporary pacer. It was discovered that the leads were reversed in the header and this issue was corrected with no further issues. The physician stated that there is an issue with setscrew damage. There was inquiry for comparison of setscrew noise verses seal plug damage noise. No adverse patient effects were reported.